Event description:
It was reported that during hip revision surgery in 2009 (stryker sales rep was not at the site of surgery) using another company's implant and the cable, another company's sales rep phoned the stryker's sales rep, that the cable cannot be tightened although using the crimp tool, but the surgeon tried again to tighten the cable with the crimp tool and the tension of the cable was enough this time. Stryker sales rep asked another company's sales rep to confirm if the climp tool was securely tightened and check if the gripping part has a dented line, which indicates enough tension. Another company's sales rep confirmed those 2 points that it was good. Stryker sales rep indicated that the tension was obtained correctly in that way. Next morning, stryker sales rep received a phone call from another company's sales rep that grip m and 1.6mm cable were used together in the surgery yesterday. Stryker sales rep phoned the surgeon and informed him of that. The surgeon alleged that he was not instructed by the sales rep that grip s should be used with 1.6mm cable and grip m should be used with 2.0mm cable. Stryker sales rep and another company's sales rep. Had been visiting the surgeon seven days prior, and stryker sales rep had explained this to surgeon and another company's sales rep could recall it. Five days after the original date, the surgeon confirmed that the cable was loose and patient was revised. The cable is in good condition in post-revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report